Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge had been filled with approximately 240 units of cold insulin. During troubleshooting with tandem technical support, the customer reloaded the cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was within target at the time of the event. Recommendation was made by tandem technical support to use room temperature insulin per labeling instructions.